Manufacturer narrative:
Lot number(s): hcg9080099. Expiration date(s): 07/2011. Control: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg100513-01. 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established. Investigation pending on product returned by customer.

Event description:
Caller reported false negative urine hcg pregnancy test results on a pt. Two pregnancy tests were taken for a pt with negative results. The pt went home and took two more tests which gave positive results. A serum blood test provided a positive result as well. No serious injuries occurred as a result of this. No pt info provided.